Event description:
It was reported that this pacemaker exhibited oversensing on the right atrial (ra) lead, leading to inappropriate atrial tachycardia response (atr) episodes. Reprogramming efforts were performed and the pacemaker was undersensing and over-pacing. Then isometric testing was performed and there was noise observed and states the impedance was normal during the noise. The sensitivity was currently, the device remains in service and no adverse patient effects were reported.